Event description:
It was reported that the patient presented to the emergency room after feeling weak, shortness of breath, and was found to have heart rates in the high thirties and low forties. An interrogation was done, which revealed the left ventricular (lv) lead could not capture. Reprogramming was done, and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: boston scientific lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.